Manufacturer narrative:
Product ID 3093-33, lot# v284289, implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3889-28, lot# va0sq99, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator.. (B)(4). Final analysis of the tined lead with (v284289), revealed that all conductors are broken 28.1 cm from the proximal end and outer insulation is broken. Final analysis of the neurostimulator ((B)(4)) revealed no anomaly.

Event description:
It was reported that lead malfunction and was explanted. Additional information received a week later indicated that the component involved were the lead and the implantable neurostimulator (ins). The impedance check came back as non-responding lead. The new lead did not respond to battery and the battery was changed. It was noted that interrogation and fluoroscopy were performed. The cause of the event was not determined. The patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.